Manufacturer narrative:
Date of event: the inclusion criteria was from (B)(6) 2018 onwards. The specific dates were not provided. Device evaluated by MFR: device identifiers have not been provided and the product was not returned. Based on the information provided, it cannot be determined that the alleged infection related to prevena¿ incision management system. The article noted that "recent local audit data suggested that the ssi [surgical site infection] rate for leas [lower extremity amputation] is around 20%" it also noted that wound inspection of the incisions would take place on day 5 post-operatively, and the duration of antibiotic therapy was standardized to 7 days, unless the clinician recommends prolonged course of antibiotics. The follow up period is noted as 57.5 days. The patient was on antibiotic therapy at the time of wound inspection, therefore it is unknown when the surgical site infection was diagnosed and if the infection occurred during prevena¿ therapy. Device labeling, available in print and online, states: warnings: infection: the following symptoms may mean that your incision is infected. Call your doctor right away if you: have swelling at the dressing; feel feverish; have pus at the dressing site; feel an increase in soreness at the dressing; have redness around the dressing; feel itching at the dressing; feel warmth at the dressing; have a bad odor at the dressing.

Event description:
On 23-may-2019, kci received article, samarakoon, l., et al. Use of the prevena¿ vacuum assisted closure (vac) for non-traumatic lower extremity amputations - a pilot study, wounds asia. (14-feb-2019), 53-55 that reported under the 'preliminary data' section: "to date, we have applied the vac prevena ¿ system on eight patients who had leas [lower extremity amputation]: four patients with a bka [below knee amputation] and four patients with aka [above knee amputation] as a result of peripheral vascular disease (pvd) and diabetic foot infection...one patient developed a ssi [surgical site infection] and required repeated wound debridement and washout." No additional information is available. The device identifiers have not been provided and the product was not returned, therefore a device evaluation and a device history review could not be performed.

Manufacturer narrative:
MDR-3009897021-2019-00071 submitted on 20-jun-2019 noted the following: b2 outcomes attributed to adverse event: blank. Correction: b2 outcomes attributed to adverse event: required intervention to prevent permanent impairment/damage. Based on the correction, kci's assessment remains the same. It cannot be determined that the alleged infection is related to prevena¿ incision management system.